Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Information from field indicated that a 8f delivery sheath was used, there was no interaction with cardiac structures during deployment, or no angulation or kink in the delivery system was noted. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023 a 25mm amplatzer patent foramen ovale (pfo) occluder was selected for an implant using a 8f amplatzer trevisio intravascular delivery system. Device was deployed into place, but would not sit flat on the septum, it appeared bulbous in shape but more on one side. The was no interaction with cardiac structures during deployment and no angulation or kink noticed in the delivery system. A second delivery system and 25mm amplatzer patent foramen ovale (pfo) occluder was opened, device deployed. The patient is stable.